Event description:
Additional information stated the patient¿s lead was checked with a multi-lead trialing cable (mltc) and external neurostimulator (ens) and all impedances were found to be ¿ok¿ with ¿no impedance problems.¿ it was stated the patient¿s physician had ¿requested a new battery.¿ the date of the patient's explant procedure was unknown at the time of report. It was noted an implantable neurostimulator (ins) with serial number (B)(4) had ¿good¿ impedances. It was unclear whether this ins was the patient's replacement ins at the time of report. It was reported the ¿patient was programmed and was getting good stimulation¿ at the time of report.

Manufacturer narrative:
Concomitant product: product ID 39565, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation/therapeutic effect and high impedances were noted on electrodes 8-10, 11, and 14. The patient was referred to a neurosurgeon for revision. No patient injury was reported. Additional information received approximately 3 weeks later reported the patient did not have an appointment as of that date. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
Correction: the device's serial number and relevant manufacturing information has been updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4) showed it was functionally okay and had no significant anomalies. The device passed final functional testing with good stable output seem on all electrode referenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.